Event description:
Caller alleged discrepant inratio low inr result in comparison to the lab inr result. Results are as follows: date (B)(6) 2014. Inratio inr: 1.1. Lab inr: 2.8. The time between testing was one (1) hr. Reportedly, milking finger after finger stick, sample not applied immediately and unable to obtain sufficient blood sample. Therapeutic range 2.0 - 3.0 for the pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.